Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed the distal end of the groshong catheter. The distal end of the stylet wire was protruding from the blue stripe in the catheter tubing. The weld tip appeared to be present at the tip of the wire. The location of the breach appeared to be proximal to the location of the 3-position valve. This type of damage can occur if the tubing is stretched over the tip of the stylet wire or if the wire is manipulated within the catheter; however, the exact cause of the damage could not be determined. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when assessing the catheter prior to placement, the operator found a sand hole near the valve at the tip of the catheter. The hole was big enough to allow guide wire to pass through. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recw0216 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when assessing the catheter prior to placement, the operator found a sand hole near the valve at the tip of the catheter. The hole was big enough to allow guide wire to pass through. No other information was provided.

Event description:
It was reported that when assessing the catheter prior to placement, the operator found a sand hole near the valve at the tip of the catheter. The hole was big enough to allow guide wire to pass through. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded:the complaint of a damaged catheter was confirmed, but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for investigation. The product label indicated lot: recw0216. A photo sample was also provided, showing a device which corresponded with the condition of the returned sample; however, the stylet in the photo was shown to be protruding through the blue material near the distal end and the returned sample had the stylet completely within the catheter. Microscopic observation of the catheter near the distal end revealed a split 1.8 cm from the distal end in the blue material. The split was longitudinal and uneven. The location of the split corresponded with the location of the internal stylet. The internal surface was inspected, and no additional damage was noted surrounding the split. Based on the characteristics observed possible contributing factors include manipulation of the tubing into the stylet or re-advancement of the stylet into the tubing. Since the damage was observed on the returned sample, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.